Manufacturer narrative:
No logs have been received by the manufacturer for evaluation.

Event description:
During a functional endoscopic sinus surgery, a site representative reported that the site had loaded the wrong patient into the system and was able to successfully register using the wrong exam. The site was not aware of this until navigation in the sinus was initiated when an inaccuracy was noticed. The site rep recognized the exam didn't correlate to the patient on the table and discontinued surgery. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
Correction: manufacturer updated to proper value.